Event description:
Boston scientific received information that this patient's system exhibited high out of range (oor) shock lead impedance (sli) measurements. The patient had two epicardial patches and the impedances were reported to be out of range in the triad configuration; however, were within normal limits when tested in coil to can. A non-invasive programmed stimulation (nips) procedure was performed which came back with a result of 64 ohms for the shock lead impedance measurement during the device change out. Boston scientific technical services (ts) recommended another defibrillation threshold (dft) testing to make sure that the patient would convert with the configuration used. The field representative will discuss with the physician regarding this event. Additional information received indicated that shock configuration was change from triad to rv distal to can and nips was again conducted which came back with a result of normal range. At this time, this epicardial lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.